Event description:
It was reported that during preparation of a 3.0x8 otw trek balloon catheter the balloon did not inflate. There was no patient involvement. A new same size trek dilatation catheter was used successfully and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon inflation issue was confirmed. There was a longitudinal rupture at the proximal balloon shoulder for a length of 5 mm. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states, in the preparation for use sections to remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Inflation of the balloon is in the instructions for use section once at the target lesion. Inflation of the balloon outside the anatomy likely contributed to the reported balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.